Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 7. Details of surgery: ridge augmentation. On (B)(6) 2021, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: swelling, increased sensitivity and inflammation. No further patient complications were reported.